Event description:
It was reported that a hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. After successful implantation of the closure device, the patient developed a retroperitoneal bleed in the recovery area later in the evening. The groin vasculature was surgically closed to treat this event. The patient was discharged five days post index procedure and was fully recovered.